Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device was difficult to remove from the pt's artery. The physician attempted to remove the device per the instructions for use (IFU), but was unsuccessful. The device was surgically removed and hemostasis was achieved. There were no reported adverse pt sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.